Manufacturer narrative:
The customer¿s products have been requested for return. The product has not been received at this time. If the product is returned in the future, a follow up report will be submitted. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed.

Event description:
The initial reporter received a questionable glucose result for one patient from the accu-chek inform ii meter serial number (B)(4). The initial result was 311 mg/dl and the repeat results were 254 mg/dl and 236 mg/dl. The result of 236 mg/dl was believed to be correct.